Event description:
Patient was revised to address acetabular cup loosening. Update (B)(4) 2013 - medical records received. Medical records indicated that patient experienced pain and irritability in the right hip. A little bit of pseudotumor was noted. There was a lot of fluid noted in the hip that just seemed irritated and inflamed but showed no acute inflammation. Fretting was noted at the junction between the head and neck. Both stem and cup were well fixed. The head, sleeve, and stem were added to complaint.

Manufacturer narrative:
(B)(4) 2013 asr/supplemental information received. Doi has been udpated for the right hip. There is no new information that would change the outcome of the investigation.the investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update - (B)(4) 2013 - medical records received. Medical records indicated that patient experienced pain and irritability in the right hip. A little bit of pseudotumor was noted. There was a lot of fluid noted in the hip that just seemed irritated and inflamed but showed no acute inflammation. Fretting was noted at the junction between the head and neck. Both stem and cup were well fixed. The head, sleeve, and stem were added to complaint. Update - (B)(4) 2013 - asr/supplemental information received. Doi has been updated for the right hip. There is no new information that would change the outcome of the investigation. Doi: (B)(6) 2009 (right) . Examination of the reported device was not possible as it was not returned. A search of the warsaw and international complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Litigation alleges patient had pain, disability and excessive levels of chromium and cobalt after asr hip implant. Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: (B)(6) 2013- plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.